Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted, and then cut out of eye. Further information received noted lens was removed and replaced during the same procedure on (B)(6) 2016. Reason was due to a torn capsule. No patient injury was reported. An incision enlargement and vitrectomy were performed. Lens was replaced with a non amo lens. Patient post op was reported with poor vision and counting fingers. The lens will not be returned.

Manufacturer narrative:
Device evaluation: the lens was not returned; therefore, the customer claim could not be verified. The manufacturing process record, production order(po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance report (ncr) was issued for this po. An exception report (ER) and non-conformance (nc) historical searches were performed and the search revealed no ers and ncs that are related to the reported issue. A complaint search revealed that there were no other complaints received for this order number. A product complaint history search was performed in the complaint database and the review did not identify any product deficiencies. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use of the intraocular lenses. Based on review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.